Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fill complication during the pd treatment. When the patient removed the cassette and noticed some fluid on the pump module of the cycler. Upon follow up, the patient stated that she did not experience any adverse events as a result of this incident. The pd nurse was notified of the fluid leak. No pd treatment were missed as the patient reverted to manual supplies to complete treatment successfully.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.